Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 5 mg/ml dilaudid at a dose of 1.1994 mg/day via an implantable infusion pump for spinal pain. It was reported that the hcp was calling because they want to turn the pump off. It was reported that the pump was dry (empty) and beeping. It was confirmed with a clinician programmer that the alarm was occurring for empty pump. The patient missed a refill. The patient had moved to north carolina from wisconsin and was trying to find a hcp when the pump ran out. The patient had since decided he wanted the pump turned off permanently. The pump off password was provided to the hcp. The patient reported the symptoms of withdrawal symptoms, diarrhea, nausea, vomiting, and anxiety. These symptoms were considered to be a gradual change of symptoms. The pump was turned off and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-04. It was reported that the withdrawal symptoms, diarrhea, nausea, vomiting, and anxiety had been resolved.